Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following lens implantation, 30% of the iol optic was torn. The iol was left in situ. The patient's outcome will be assessed at their post-operative visit and further actions determined then if required. The rayone preloaded iol injection system use fmea identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv toric rao210t batch 083221587 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 083221587.

Event description:
On 23rd january 2024, rayner received notification from its affiliate company in france of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following lens implantation, 30% of iol optic was torn.